Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 27. Details of surgery: ridge augmentation. On 2024-02-12, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.